Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
During a follow-up, it was reported that the lead had dislodged to the right atrium. Patient received inappropriate shocks as a result of atrial fibrillation episodes. The lead was explanted when repositioning was unsuccessful.